Event description:
The customer reported that the blood outlet connector, which is glued to the main body of the reservoir became separated during cardiopulmonary bypass. Massive blood loss from the reservoir and cardiopulmonary bypass was interupted. No permanent pt injury was reported.